Event description:
During laparoscopic assisted vaginal hysterectomy and bilateral (b/l) salpingectomy, the first pass of the device, while inside the patient "glowed" brighter than usual. The device was removed immediately with no harm to the patient.